Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient's anticoagulation medication was held the morning of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, following completion of a cavotricuspid isthmus (cti) ablation, the sphere 9 catheter was withdrawn and the physician noticed tissue on the outside of the sphere-9 catheter lattice. The sphere 9 catheter was then replaced. The procedure was completed with affera. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0231071696 and data files were returned and analyzed. Log files were analyzed with the log file analysis tool. During external visual inspection, the catheter was found to be intact, have no defects, and no nonconformities. The cirris tester was used to perform the shorts and mapping tests and both showed passing results. The catheter was tested for shorts to braid using the multimeter and none were found. The microscope was used to verify foreign material residue inside the cage as well as outside. The tissue residue was found in the cage of the catheter, zone 1. The test capital system was used to perform a simulation test which concluded that pulse field and radiofrequency ablation and mapping were normal. In conclusion, the reported "tissue on tip" issue was not confirmed through data analysis. The reported "tissue on tip" issue was confirmed through testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.